Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320122. Batch no: 8339724. Verbatim: lately and most recently I have issues with flow from my insulin pen thru the needles. The most current box I had to throw away about 10 needles that did not allow any flow thru them. Exp 2023-12-31. From phone call: consumer returned call and reported nothing was coming out of the needle during injection. He only does the priming for the new pen. He thinks it is wasting insulin. Consumer uses new pen needles for his injection. He does rotate the skin site. He visually tests the needle before using. He firmly attaches the pen needle during attachment. Offered to send the voucher. Incident date-unknown; occurence-6; it has happenned in the past with other boxes-lot#-unknown;incident date-unknown;occurence-unknown. When it came to this lot# he decided to notify us. He also reported his sisters husband is new to the insulin and when he tried pushing the plunger he could not push it. He told him to use the new pen and it worked. Notified the consumer to have them contact us regarding this.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced an inability to deliver insulin/medication during use. The following information was provided by the initial reporter: material no: 320122, batch no: 8339724. Verbatim: lately and most recently I have issues with flow from my insulin pen thru the needles. The most current box I had to throw away about 10 needles that did not allow any flow thru them. Exp 2023-12-31. From phone call: consumer returned call and reported nothing was coming out of the needle during injection. He only does the priming for the new pen. He thinks it is wasting insulin. Consumer uses new pen needles for his injection. He does rotate the skin site. He visually tests the needle before using. He firmly attaches the pen needle during attachment. Offered to send the voucher. Incident date-unknown; occurence- 6; it has happened in the past with other boxes-lot#-unknown;incident date-unknown;occurence-unknown. When it came to this lot# he decided to notify us. He also reported his sisters husband is new to the insulin and when he tried pushing the plunger he could not push it. He told him to use the new pen and it worked. Notified the consumer to have them contact us regarding this.